Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and uterine contractions abnormal. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri mass ("adnexal mass"), pelvic adhesions ("pelvic adhesions") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered adnexa uteri cyst, adnexa uteri mass, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: she tolerated procedure well. There is a discrepancy in product stop date earlier it was given (B)(6) 2015 and now it was given (B)(6) 2015. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: adnexal mass, pelvic adhesions, paratubal cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2013, appendectomy in 1992, multigravida, uterine contractions abnormal, asthma, constipation, urinary tract infection and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri mass ("adnexal mass"), pelvic adhesions ("pelvic adhesions"), adnexa uteri cyst ("left paratubal cyst"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and dyspareunia ("intercourse was very painful for me and my husband less intimacy"), was found to have hormone level abnormal ("hormonal changes") and underwent ovarian cystectomy ("removed a cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, abdominal pain, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, dyspareunia and ovarian cystectomy outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri mass, alopecia, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, ovarian cystectomy, pelvic adhesions, pelvic pain, psychological trauma, tooth disorder and vaginal discharge to be related to essure. The reporter commented: she tolerated procedure well. There is a discrepancy in product stop date earlier it was given (B)(6) 2015 and now it was given (B)(6) 2015 discrepancy : date of removal previously reported as (B)(6) 2015 now it is reported (B)(6) 2015 plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: finding: the final image show some decompression of contrast material from the intrauterine cavity into the vagina. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events apareunia, abdominal pain, gen.abnorm.bleed, psych injury, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes intercourse was very painful for me and my husband less intimacy, removed a cyst was added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2013, appendectomy in 1992, multigravida, uterine contractions abnormal, asthma, constipation, urinary tract infection and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm.bleed"), adnexa uteri mass ("adnexal mass"), pelvic adhesions ("pelvic adhesions"), adnexa uteri cyst ("left paratubal cyst"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions, gastrointestinal or digestive system condition type: constipation"), dental caries ("dental problems: more cavities during essure"), dyspareunia ("intercourse was very painful for me and my husband less intimacy"), dysuria ("bladder or urinary problems :pain during urination"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury,psychological or psychiatric problems: depression"), anxiety ("psych injury,psychological or psychiatric problems: anxiety"), somnolence ("she felt sleepy slept all days") and alopecia areata ("hair loss / she had bald spots in the front -hair still falls out"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent ovarian cystectomy ("removed a cyst"). The patient was treated with cyst removal and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, female sexual dysfunction, vaginal discharge, fatigue, constipation, dental caries, hormone level abnormal, dyspareunia, ovarian cystectomy, dysuria, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased, somnolence and alopecia areata outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri mass, alopecia areata, anxiety, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cystectomy, pelvic adhesions, pelvic pain, somnolence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated procedure well. There is a discrepancy in product stop date earlier it was given (B)(6) 2015 and now it was given (B)(6) 2015 discrepancy : date of removal previously reported as (B)(6) 2015 now it is reported (B)(6) 2015 plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: finding: the final image show some decompression of contrast material from the intrauterine cavity into the vagina. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: new events dental problems: more cavities during essure, gastrointestinal or digestive system condition type: constipation, bladder or urinary problems :pain during urination, psychological or psychiatric problems: depression, anxiety, she felt sleepy slept all days, dysmenorrhea (cramping),abnormal bleeding (vaginal), menorrhagia were added. Event hair loss was updated to she had bald spots in the front -hair still falls out. Outcome of event pain was updated as recovering. Concomitant drug was added. Patient demographics,lab data were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2013, appendectomy in 1992, multigravida, uterine contractions abnormal, asthma, constipation, urinary tract infection and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm.bleed"), adnexa uteri mass ("adnexal mass"), pelvic adhesions ("pelvic adhesions"), adnexa uteri cyst ("left paratubal cyst"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions, gastrointestinal or digestive system condition type: constipation"), dental caries ("dental problems: more cavities during essure"), dyspareunia ("intercourse was very painful for me and my husband less intimacy"), dysuria ("bladder or urinary problems :pain during urination"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury,psychological or psychiatric problems: depression"), anxiety ("psych injury,psychological or psychiatric problems: anxiety"), somnolence ("she felt sleepy slept all days") and alopecia areata ("hair loss / she had bald spots in the front -hair still falls out"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent ovarian cystectomy ("removed a cyst"). The patient was treated with cyst removal and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, female sexual dysfunction, vaginal discharge, fatigue, constipation, dental caries, hormone level abnormal, dyspareunia, ovarian cystectomy, dysuria, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased, somnolence and alopecia areata outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri mass, alopecia areata, anxiety, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cystectomy, pelvic adhesions, pelvic pain, somnolence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated procedure well. There is a discrepancy in product stop date earlier it was given (B)(6) 2015 and now it was given (B)(6) 2015 discrepancy : date of removal previously reported as (B)(6) 2015 now it is reported (B)(6) 2015 plaintiff performed repeat/multiple surgeries. Date(s) of insertion: (B)(6) 2014 (discrepancy noted) per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: finding: the final image show some decompression of contrast material from the intrauterine cavity into the vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.